Event description:
It was reported that the bd sharps coll 1.5qt red would not stay shut. The event occurred twice. The following information was provided by the client: "the customer's report is that the hcp shuts the lid but the lid does not remain shut and soon becomes open."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps coll 1.5qt red would not stay shut. The event occurred twice. The following information was provided by the client: "the customer's report is that the hcp shuts the lid but the lid does not remain shut and soon becomes open."

Manufacturer narrative:
Investigation summary: according to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot numbers reported (1105905, 1152926, 1106904) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. Based on this investigation, pictures and a video were provided, as well as the description of the customer report where it is mentioned that the lid opens spontaneously after it is shut, in order to determine the root cause of this problem. An engineering study was performed due to the negative trending reported from japan to evaluate functionality on temporary closure, obtaining the following ¿ after 24 hours, none of the tested lids went open by themselves. ¿ all the tested parts require a minimum force greater than 1.5lbf to disengage the temporary closure. ¿ all the material met the expected results. Based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections.